Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluating the instrument and instrument data, the fse discovered that aspirate probes 2 and 3 had malfunctioned, preventing them from aspirating adequate volume. The probes were replaced. Precision and qc were then run, and were within range. The cause of the afp qc being out of range is the malfunctioning aspirate probes. The cause of patient samples being run while qc was out of range is user error. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Patient samples were run for alpha-fetoprotein (afp) while the quality controls (qc) were out of range on an advia centaur instrument. The results were reported to the physician(s). It is unknown if there were any discordant results. The samples were not rerun to verify the results. The customer stated that there were no incorrect results reported and that no results had been questioned by the physician(s). There are no known reports of patient intervention or adverse health consequences due to afp results obtained while qc was out of range.